Event description:
On 10/26/2009, the patient reported the menu and check button on her insulin device respond intermittently to presses. She stated her insulin infusion device has not been dropped or exposed to liquids. The buttons pop up when pressed. She also mentioned the rubber on the menu and check buttons are cracked. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.